Event description:
Country of complaint: (B)(6). Thread breaks.

Manufacturer narrative:
Evaluation: received two unopened packs. No prior complaints of this code / batch. There are 12 units in stock at manufacturing site. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the (B)(4): 1, 29 kgf in average and 1, 28 kgf in minimum (ep requirements: 0, 50 kgf in average and 0, 15 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Remarks: when working with premilene suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: the compliant is not corresponding (not justified). Actions in product: not applicable. Corrective/preventive actions: not applicable.